Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula (pcs) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after procedure. There were no fragment fell while in use within the patient. There was no injury to the patient. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photos of the instrument available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken ceramic sleeve. Broken pieces were missing as a result of breakage. Ceramic sleeve did not exhibit scratch marks. The probable root cause of a broken ceramic sleeve is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the 8mm permanent cautery spatula (pcs) instrument exhibited defects due to plastic cracks in the external part of the tip spatula-shaped electrode. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery spatula (pcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Image review: a review of the provided images (see attachments in crm notes) is consistent with the reported plastic cracks in the external part of the tip; it looks like fragments are missing. Root cause of the failure mode cannot be confirmed without the returned device. .